Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. (B)(6) and male. Date and name of index surgical procedure (B)(6) 2018, hand trauma. The diagnosis and indication for the index surgical procedure? Unk. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) inflammatory. What was the onset date, time from the index surgery? (B)(6) 2018. What medical intervention was required to treat the patient condition? After two dressing change and disinfection. Does the patient have known allergic history to medical device, food or medications? Unk. Other relevant patient history/concomitant medications unk. What is physician¿s opinion as to the etiology of or contributing factors to this event maybe suture. What is the patient current status? Stable.

Event description:
It was reported that the patient underwent hand trauma procedure on (B)(6) 2018 and suture was used. The patient experienced wound inflammatory reaction on 4/20. The patient was treated with dressing changes and disinfection. The patient current condition is reported as stable.